Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The physician performed multiple pre-dilatations and attempted to placed a 3.00 x 8 synergy ii drug-eluting stent inside a previously implanted stent using a guidezilla guide extension catheter. However, after several attempts, the stent was dislodged from the balloon catheter and stayed inside the previously deployed stent. Another 3.00 x 8 synergy ii drug-eluting stent was used to crushed the dislodged stent in an overlapping manner. No further patient complications were reported and the patient's status was fine.